Event description:
The instrument was used during a coronary artery bypass graft. It was reported the surgeon complained about the reusable appliers. He stated the clips scissored and severed branches of the ima. There was no reported consequences to the pt. The clip appliers have been refurbished by a local co, but will now be sent through the applier repair process at co.

Manufacturer narrative:
Production records revealed no discrepancies for this lot. Internally, the unit exhibited blood, debris, and some rust. The flute side on the outer drill had a gash on it. The unit was cleaned and rebuilt. Device was tested for proper function and performed properly for ten test holes. Co was unable to duplicate the reported failure.